Event description:
A pt underwent a laparoscopic left partial salpingectomy for a ruptured ectopic pregnancy. According to the surgeon's dictation, "during the course of the surgery, the left 5 mm trocar was cleaned with a sterile cotton tipped applicator, at which point the stick of the cotton tipped applicator was withdrawn and the cotton portion noted to have remained within the trocar, or within the abdomen. A survey of the trocar itself was made with the camera and no sign of the cotton was identified. The pelvis was thoroughly surveyed and multiple blood clots removed in order to evaluate further for the cotton portion of the cotton tipped applicator; however, this was not identified. The pelvis was copiously suctioned and irrigated. This irrigated fluid was strained, and again no sign of the remaining cotton tip was found."====================== health professional's impression======================the circulating nurse said that a lot of the surgeons use cotton tipped applicators to clean the inside of the sheath (trocar introducer) to remove tissue inside it. The sales rep for ethicon, the maker of the trocars, told the circulator that there is a flaw in the trocar that causes a negative pressure when you remove the lens from the sheath and it causes a suction when the lens is pulled out, which is what makes tissue and fat get sucked back up through the introducer. Then when the lens need to be reinserted, there is tissue and fat in the introducer that can get lodged on the end of the lens when it is reinserted. That tissue or fat blocks the view through the lens. The reporter reviewed the report and spoke with the manufacturer. The manufacturer informed her that the manufacturer's representative denied that he ever made the statement "there is a flaw in the trocar that causes a negative pressure when you remove the lens from the sheath and it causes a suction when the lens is pulled out, which is what makes tissue and fat get sucked back up through the introducer. Then when the lens need to be reinserted, there is tissue and fat in the introducer that can get lodged on the end of the lens when it is reinserted. That tissue or fat blocks the view through the lens." The reporter was not present at the time of the event, nor was she present at the time when the conversation between the nurse and the manufacturer's representative occurred. Therefore, she cannot determine what was or was not said.